Manufacturer narrative:
The customer stated while preparing tests on the ortho provue analyzer, the instrument displayed an error of "waste bottle error". The customer then opened the analyzer door and noticed droplets of blood or plasma on top of the foil seal of mts gel cards. The ocd fe provided technical assistance to the site over the phone. No definitive root cause was reported by the fe. A complaint review shows no additional complaints for any reason, have been logged by this customer relating to the provue instrument. This fact of no additional complaints verifies that the assistance provided has resolved the reported incident with respect to functional performance. In this case, the "waste bottle error" error displayed by the instrument prompted the user to investigate the issue and prevented any erroneous results from being reported as a result of the droplet issue. If droplets on the gel cards were to go unnoticed and no error was reported, there is a potential for carryover, and subsequent erroneous results depending on when in the process the droplets occurred. Carryover leading to erroneous results could possibly cause imcompatible blood to be transfused. No death or serious injury was reported by the customer. No erroneous results were reported by the customer. Based on the available information, mts is reporting this event based on the potential for injury should the event recur without detection by the user.

Event description:
The customer stated while preparing tests on the ortho provue analyzer, the instrument displayed an error of "waste bottle error". The customer then opened the analyzer door and noticed droplets of blood or plasma on top of the foil seal of mts gel cards. This could potentially cause carryover depending on where in the testing the drips occurred. No death or serious injury occurred. No erroneous results were reported.